Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert indicated noise on the right ventricular lead. Externalized conductors were observed via fluoroscopy during a device change-out few months prior. Due to patient health status, decision was made to monitor the patient.